Event description:
It was reported to philips that the device experienced cable fault. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ECG cable. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable. The ECG cable was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.